Event description:
The pt underwent a diagnostic perpherial procedure. The physician attempted closure of the arteriotomy using a closer-tsl6 device. Reports from the field indicate that the physician noted that the initial stick was more difficult secondary to the pt having a vascular graft. The physician was able to achieve mark, deploy the device and noted that the suture was not attached. The physician attempted to remove the device and twisted the sheath as physician tried to remove the device. The device detached from the sheath below the footplate. The physician introduced a 10fr sheath and used a snare to retrieve the device. The physician was able to retrieve the device. Despite the fact that pieces of the device footplate were not recovered, the physician decided to proceed with closing the arteriotomy. The physician held manual pressure for closure of the arteriotomy and the pt recovered with no further incident.